Event description:
The hearing aid (h/a) user complained of pain in his left ear after wearing the h/a. The dispenser referred him to his dr, who diagnosed "otitis" and prescribed medication. He also advised against wearing the hearing aid.